Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent breast augmentation revision with 300cc mentor memorygel breast implants experienced right sided folding and auto immune reaction post procedure. Nipple pain, tingling and numbness of the breasts, tingling and numbness of the lower extremities, bulge towards the armpit on the right side, fatigue, vision problems, dry eyes, body pain, muscle pain, fibromyalgia diagnosis, lab confirmed sjogren¿s symptoms, chemical sensitivities, body rashes, stomach issues, irritable bowel syndrome, hormonal imbalance, and migraines were all noted. The patient had magnetic resonance imaging performed on (B)(6) 2018 and there were no abnormal findings. The patient had the devices explanted on (B)(6) 2018 and has reported an improvement or elimination of all symptoms. See 1645337-2019-20314 for contralateral prosthesis report.